Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82189385 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the mid part of the balloon of a 5mm x 10cm x 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was ruptured. There was no reported patient injury. The device was opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3 and h6. As reported, the mid part of the balloon of a 5mm x 10cm x 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter was ruptured. There was no reported patient injury. The device was opened in a sterile field. The product was returned for analysis. A non-sterile saber 5mmx 10cm 150 percutaneous transluminal angioplasty (pta) balloon catheter involved in the complaint was received for analysis coiled inside a plastic bag. Per visual analysis, a rupture condition could be observed on the balloon of the unit. No other physical characteristics could be observed at the naked eye. Per microscopic analysis, sem analysis was performed to the received balloon unit to identify the possible root cause of the rupture condition on the balloon with the following results: results showed that the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of peel-off and scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. Likely, the same factors that caused the observed peel-off and scratch marks on the balloon outer surface probably lead to the rupture condition found on the received balloon. The internal surface of the balloon did not present evidence of damages on the surrounding areas of the rupture. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 82189385 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed via device analysis. A ruptured condition on the balloon surface was confirmed via the naked eye and through analysis of the returned device. Sem analysis revealed the outer surface of the balloon presented evidence of peel-off and scratch marks. The balloon material near the rupture, appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. There is no additional information regarding vessel characteristics and procedural factors; however, these are likely the factors that contributed to the damage noted on the balloon as evidenced by analysis of the returned device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.